Manufacturer narrative:
The complainant facility returned one off f160nre dialyzer for eval from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided blood port caps and the fmcna ogden adapter caps. The fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood. There was coagulated blood noted on the circumference of the fiber bundle and at both ends of the dialyzer between the screw flanges and the potting cut surfaces. Gross visual examination of the dialyzer observed a short fiber at the non-cavity ID end at approx. 330 degrees with the dialysate port situated at 0 degrees. There was no other damage or irregularities noted. The reported complaint is a confirmed fiber leak due to a short fiber found at the non-cavity ID end during visual examination. The dialyzer was subjected to a lab bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface (from the observed short fiber). The dialyzer failed at an airflow rate of 41.8 ml/min. The short fiber was approx. 4.5cm in length. Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids, which no voids were noted. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal leak. No damage was identified on the dialyzer. A streak of pink was observed outside the fibers. Blood test strips were used and they tested positive. Estimated blood loss was 250ml. There were no adverse effects experienced by the patient and no medical intervention was required. The patient did not complete treatment. The samples is available for manufacturer evaluation and has been requested.